Manufacturer narrative:
The field service engineer checked the analyzer and performed preventive maintenance including changing of measuring cell. Performance testing confirmed that the instrument is running within specifications. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta assay on a cobas e 411 analyzer (disk system). The sample initially resulted in an hcg + beta value of 7.13 miu/ml. The result was reported outside of the laboratory and questioned. The sample was repeated, resulting in an hcg + beta value of 587.5 miu/ml. The repeat result was deemed correct. The hcg + beta reagent lot was 61488805 with an expiration date of 31-jul-2023.

Manufacturer narrative:
The last calibration performed on (B)(6) 2023 was acceptable. Quality control recovery was within the acceptable range. Upon review of the alarm trace, a "sample liquid level detection noise" alarm was observed. The investigation could not identify a product problem. The cause of the event could not be determined.